Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence; dyspareunia. Additional narrative: it was reported that mesh was implanted along with concurrent hysterectomy. Following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with endometrial biopsy, laparoscopic supracervical hysterectomy, bilateral salpingectomy, left oophorectomy, and cystoscopy due to leiomyoma, menorrhagia, pelvic pain, stress urinary incontinence, and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethropexy sling revision of prosthetic vaginal graft on (B)(6) 2012 by (B)(6) at (B)(6) due to sui and retention. (Per operative report).